Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00351 & 2015-02036 / 02037).

Event description:
It was reported patient underwent a total left hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6), 2013 allegedly due to pain and elevated metal ion levels. The modular head was removed and replaced. Additional information received from the patient¿s legal counsel alleges patient also underwent a total right hip arthroplasty on or about (B)(6) 2003. Subsequently, the right hip was revised (B)(6), 2013 due to patient allegations of pain. A review of invoice history could not confirm the right hip initial surgery on (B)(6), 2003; however, the procedure on (B)(6), 2013 was confirmed. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a left total hip arthroplasty on (B)(6), 2003 and a right total hip arthroplasty on (B)(6), 2003. Subsequently, patient underwent a left hip revision procedure on (B)(6), 2012 due to unknown reasons. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup. Patient underwent a right hip revision procedure on (B)(6) 2013 due to unknown reasons. The modular head was removed and replaced.